Event description:
The customer reported keypad replacement. There was no patient involvement.

Manufacturer narrative:
A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
The customer reported keypad replacement. There was no patient involvement.